Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - the surgeon exchanged the liner; converting to a constrained liner as a result of dislocation of the hip.